Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, pt complains of pain and "popping and clicking" noise. Pt calling to find out if his hip parts have been part of a recall. They have called their doctor's office and they were given the name of his implant listed.